Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a female patient who had essure inserted (lot no. 628065). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced adverse event ("several physical complaints") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and medical device removal to be related to essure administration. The reporter commented: on (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 628065 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: primary reporter's information and imdrf annex f (f15 e f12) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 628065) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 628065 manufacture date: 2008-09 expiration date: 2010-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 628065) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.